Manufacturer narrative:
Other, other text: h3: one level 1 hotline low flow system was received with a very noisy pump, the lcd on the printed circuit board (pcb) was damaged, the enclosure was cracked at the drain fitting causing a slight leak, both covers were cracked, the microswitch was defective, the heater did not pass electrical testing and the line cord was worn. The water tank was filled, a temperature check was checked, the line cord was plugged in and the device was turned on. The reported issue was able to be duplicated. The lcd display on the pcb was broken. The pcb was replaced to resolve the issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) had a broken display. No patient injury or complications were reported in relation to this event.